Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10132. It was reported that the patient presented in the emergency room after receiving inappropriate shocks for right ventricular lead noise. While interrogating the device, a battery performance alert was received. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.